Event description:
It was reported that, "there was a periprosthetic distal femur fracture so the doctor proceeded to a gmrs distal femur."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.